Manufacturer narrative:
At the time of this report, multiple attempts to obtain further information from the hospital have been unsuccessful, and the device will not be returned as it has been discarded by the facility. As a result, a determination cannot be made at this time.

Event description:
Physician completed a lavh procedure, and while the patient was in recovery, excessive bleeding was encountered. Patient returned to surgery to resolve the bleeding issue. The device was discarded by the hospital.